Event description:
(B)(6) study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the 1st diagonal artery with 99% stenosis and was 12mm long, with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of 2.25x12mm promus element stent. Following post-dilatation, the residual stenosis was 0%. After four days, the patient was discharged on clopidogrel. In (B)(6) 2016, the patient presented with symptoms of anterior wall myocardial infarction and was hospitalized on the same day. After five days, coronary angiography was performed which revealed 70% stenosis noted in mid left anterior descending artery and was treated with percutaneous coronary intervention with unknown percent of residual stenosis. The patient was diagnosed with mi and electrocardiogram was performed the location of mi was in the anterior septal artery. The following day, the outcome of the event was considered to be recovered/resolved with sequelae and the patient was discharged on the same day.